Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call by the customer's spouse that the customer received emergency medical assistance due to low blood glucose on june 6, 2019 with blood glucose of 41 mg/dl at the time of the incident. The customer was given glucose to treat. The caller did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer was getting motor errors on their pump but were able to complete a rewind. Troubleshooting was not completed as the caller declined. The customer had a low of 39 on (B)(6) 2019 where they got emergency medical assistance and got hospitalized. The insulin pump will be returned for analysis.